Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed system unable to boot up. Upon troubleshooting, fse found system could not load software. The cause of the suit pc failure could be determined by the supplier's part analysis. To resolve the issue, fse replaced the suite pc and completion of software upgrade. After replaced the suite pc, system returned to good working condition. The codes were updated based on the investigation outcome.